Event description:
It was reported that the user experienced dexcom g7 alerts and loss of glucose readings on the ilet, with alarm history showing repeated sensor reconnecting and pairing failures, while the dexcom app indicated the sensor was connected and later displayed a glucose value of 150, consistent with intermittent communication failure involving the antenna component and signal loss to the ilet only. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the dexcom g7 and the ilet consistent with intermittent communication failure related to the antenna or electrical and magnetic components. The user was advised to restart the ilet or toggle cgm types to reset the bluetooth connection and to call back if the issue persisted. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.